Event description:
It was reported that the patient complained of 'not feeling well.' Interrogation revealed that the atrial lead exhibited chronic hi gh/fluctuating impedances, and a lead fracture was suspected. The lead output was increased, and the patient indicated feeling better. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).